Event description:
A facility representative reported flap created in patient's right eye. Suction was turned off however, machine did not lift off of the patients eye. Machine was then physically removed by the physician. Bed moved then locked into place and would not move to applanate right eye. Unable to finish on right eye. The patient to return in one week for surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).